Event description:
The lead was explanted due to a report of loss of sensing and capture. Device analysis is provided. Explant method: intravascular superior. Technique/tools: direct traction with locking stylet. Intravascular counter traction, sheath(s) no complications.